Manufacturer narrative:
(B)(4). Conclusion: the service technician was able to duplicate the customers reported issues. All testing¿s were performed using a good known ac adapter as well as a good known test patient circuit. The ventilator powered on and functioned properly using the ac adapter. The charge status led turned green after a couple of minutes of charging and once the ac adapter is removed, the ventilator instantly shuts down with a visual and audible ¿vent inop¿ alarm. Further bench testing revealed that the internal battery is not holding a proper charge. Internal inspection of ventilator reveals that the internal battery wires were pinched against the battery cover and rear weldment. The service technician installed a good known test internal battery and the ventilator ventilated properly using both external and internal power sources. Review of event trace multiple shows ¿ln vent1¿ conditions on (B)(6) 2015. All other event trace entries are consistent with normal ventilator operation.

Event description:
The customer reported that the patient was going to bed and the mother attempted to turn the ventilator on, but was receiving a "reset alarm" error. The customer tried to reset the alarm 3 times and the ventilator shut down. The patient was placed on their back up ventilator instead of the suspect device. This device was not connected to the patient at all during this incident so no patient involvement occurred with this reported issue.